Event description:
It was reported that the patient expired and the cause of death was unknown. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes upon admission patient underwent attempts at stabilization however, continued to have renal insufficiency and had only slight improvement with therapy. It was decided that the ICD therapy should be turned off and patient should be made a dnr with hospice therapy. Death was not procedure, device or study related. Device was interred with the patient.